Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5063147) in united states on 19-jul-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. The consumer received the following concomitant medication: prilosec (omeprazole), coq10 (ubidecarenone), vitamin c (ascorbic acid), vitamin d (colecalciferol), magnesium (magnesium [magnesium]), and fish oil (fish oil). She had significant changes in health since essure insertion and seemed to get worse as each day went by. She experienced headaches, numbness in fingers, toes and various spots on her body. She hurt so bad, and was so tired that she was diagnosed with fibromyalgia and chronic fatigue syndrome. Prior to essure, she was very active and had endless amounts of energy. She kept having sharp pains all over her body like someone was poking her with needles. She was nauseous. She experienced extreme brain fog and lost her job due to brain not being able to be put in gear. She was weighting more than she did when she was pregnant and her belly was bloated. She was also suffered from vertigo and had balance problems. She still had the device inside of her. Consumer assessed the event outcome as disability/ permanent damage; however she did not provide further details. Follow-up received on 05-aug-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow up 31-aug-2016: the follow up attempts were completed, without response to date. No new information was provided. Upon internal review on 28-sep-2016, it was noted that the case (B)(4) was duplicate of this remaining case. All relevant information was transferred to this case. A legal claim was received and information provided upgraded this case to incident. Plaintiff underwent the essure procedure and was implanted with the essure device as a method of permanent sterilization on or around (B)(6) 2008. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, chronic fatigue, a fibromyalgia diagnosis, and excessive itching. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had been experiencing chronic pelvic pain. Upon receipt of additional information, this case became legal and it was informed plaintiff underwent surgery to remove her essure coils 8 years after placement. This pain is listed in the reference safety information for essure. Considering that essure may cause chronic pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Since device removal was required according to additional information, this case was then classified as incident. No sample and no valid lot number are available for this investigation. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.